Event description:
Complainant alleged that during incoming inspection the device displayed a "defib fault 79" message and did not power up with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.